Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation in two consecutive days and wondered if their device was working properly. The patient reported that they are taking medication which may be affecting certain body functions as well and tried eating different foods also to see if this helps. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.